Event description:
End user's wife reported that right articulating leg rest on her husband's m51p power chair does not come up all the way. The wife reported that her husband uses the leg rests to elevate his legs to avoid swelling due to a pre existing medical condition. User went to wound care on (B)(6) because his toe was bleeding, when it hangs down to long it swells and then bleeds. Leg rest issue did not create the medical condition, but, is making it worse.